Event description:
It was reported the device battery level was 2.78 volts, but there is an indication of eri. The issue was detected prior to patient involvement..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement.